Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing a pressure problem. According to the initial reporter the insufflator would not produce enough fume hood. Reportedly, while on the ¿low¿ setting, the maximum output was 0.1 and while on the ¿high¿ setting, the maximum output was 10.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and no faults were found. The subject device met all inspection requirements. If additional information becomes available following the device evaluation, a supplemental report will be filed.